Manufacturer narrative:
Issue resolved at time of call. The navigation system was deemed fully functional. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in a multi-level spine fusion procedure, the site scrub technician bumped the reference frame causing a 5 millimeter anterior inaccuracy. The surgeon opted to continue, making adjustments for the inaccuracy, and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
The instructions for use (IFU) which accompanies this device contains the following warnings regarding frame movement: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result." And "warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister."